Event description:
A malfunction was reported when a customer experienced an issue with a pump. There was no adverse impact on the customer's blood glucose level. The customer managed to reset the malfunction on the pump before contacting support, and the problem did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.